Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00mmx38mm promus element ¿ long stent was selected and implanted in the lesion. Post dilation was performed at nominal pressure of 8 atmospheres. The physician noted that the stent became fractured. A graft stent was then placed to treat the fractured stent. No patient complications were reported and the patient's status was stable.